Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced ise buffer valve (part number c28717) which resolved the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Customer phone #: (B)(6).

Event description:
The customer reported erroneous ion selective electrode (ise) patient results were generated on the au5800 clinical chemistry analyzer. The erroneous results were released from the laboratory and the results had to be amended. There was no report of change in patient treatment, injury, or death associated with this event.